Event description:
Caller reports that on (B)(6) 2014, he received two (2) unspecified "lo" error messages on his inratio2 monitor. Based on the misinterpretation of the error messages, his warfarin was increased from 1.25 mg to 2.5 mg. Reportedly the finger was "milked", he was unable to obtain sufficient blood sample, one finger stick was used for multiple tests, sample not applied immediately to the test strip and the first drop of blood was not used. The following day, (B)(6) 2014, the inr was 3.2 using an alternate point of care (poc) monitor. Additionally, he reports a bruise on his left buttock that was present for three (3) days; however, there was no reported treatment. There was no additional information provided.

Manufacturer narrative:
Investigation/conclusion: the customer reported unspecified "lo" error messages during testing. The word "lo" will appear in place of an inr result. This message does not imply that a low inr value was measured. When an inr result is measured, the discrete inr value will always be displayed on the screen. The "lo" error message without an inr result is designed to be a fail-safe error to prevent the reporting of erroneous results. Several customer technique issues which included: milking the finger after the finger stick was performed, unable to obtain sufficient blood sample, using one stick to perform multiple tests, not using the first drop of blood, and a delay in sample application. The customer's improper technique cannot be ruled out as a possible root cause for the unexpected results. Further investigation cannot be pursued since the monitor was not returned and there is no lot number provided for the strips.